Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the hub detached from tube when the patient was at home. The existing tube was replaced with a new tube. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.